Event description:
Our rep is reporting to us that the pt had successful knee surgery on (B) (6) 2010 with the use of bio-intrafix sheath and screw for fixation. At some point in time subsequent to the surgery, the pt presented with chronic wound drainage, swollen and red wound, and pain. On (B) (6) 2010, the pt underwent a re-surgery; the surgeon removed the sheath and the screw, did not replace the fixation devices, observed that the graph was fine. Pt treated with several I & ds, oral antibiotics and antibiotic beads inserted into the tibial tunnel. Pt released and is recovering fine. Also see associated MDR 1221934-2010-00156.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.